Event description:
The device was used during a laparoscopic myomectomy procedure. Reportedly, the needle broke and disengaged into the patient's cavity. The hospital has reported no patient injury occurred.